Event description:
It was reported that right hip revision surgery was performed due to acetabular loosening with osteolysis. Patient reported pain, squeaking and popping.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.